Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, a definitive root cause of the connection issue could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was tested, and the connection could be made and images were displayed without issue. However, the socket slider switch was worn and causing intermittent use of high intensity mode ¿ this could have contributed to the user¿s report. Additionally, there was corrosion found inside the cope socket tubing ¿ this also could have played a role in the reported connection failure. The unit had other notable wear present ¿ the front panel was cracked, and the lamp life meter was expired and providing an output that was out of specification. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was experiencing a connection issue. According to the initial reporter, when he attempted to plug in the unit, the connection could not be made. Reportedly, this event took place during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.